Event description:
It was reported that the customer received excessive no delivery alarms, an external ram error alarm, as well as a (B)(6) software anomaly alarm. No additional information is provided.

Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. No unexpected restart error test and no signal too low alarm noted. The insulin pump had an alarm in the alarm history file. The insulin pump alarmed due to corrupted history files. The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.